Manufacturer narrative:
H11: a livanova service technician was dispatched to the customer's facility to inspect the machine and to correct the issue, the patient bridge (005-21-0067), the distribution board (96-410-704) were replaced. Functional verification checks were performed and passed positively; the unit was put back in service. The involved unit was manufactured in 2019 and according to the complaints database review, no further similar issues have ever been reported. Based on the investigation findings, it cannot be ruled out that the failure of the patient's bridge has resulted in a problem with the board too. Indeed, it can be assumed that a (partially) blocked motor, likely due to wear of the bearing or corrosion/degradation or also to environmental conditions, such as water infiltration, humidity, condensation or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error codes pump 1 is blocked (too slow e7), pump 2 uses too much power (e17), pump 3 uses too much power (patient circuit: e21) during maintenance. There was no patient involvement.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Error on patient side were confirmed by pictures provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.